Event description:
It was reported that a vns pt, who recently underwent repositioning surgery of her lead, began experiencing an increase in seizures following surgery. Diagnostic testing was not performed after the surgery. It is unk if the seizures are above, below, or at pre-vns baseline levels. Good faith attempts to obtain additional info have been unsuccessful to date.